Event description:
Boston scientific received information that a revision procedure was performed due to a device downgrade. After connecting the new device, all lead measurements appeared normal except the shock impedance measurements which were high out of range. The connection was checked several times, but the out of range measurements persisted. Shock impedance measurements with the previous device were within normal range. A new right ventricular lead was attempted to be added, but the subclavian vein was occluded. A memory download was sent for review to boston scientific technical services (ts). The patient was hospitalized and no adverse patient effects were reported. A review of the memory data by engineering and boston scientific technical services (ts) discussed possible root cause for the reported clinical observation. Also discussed performing an induction test to re-test the shock impedance measurements in a few days and re-send data for additional review. The most recent information noted that the shock impedance measurements remained out of range at the most recent follow up. A revision procedure was planned and a memory download was sent to both ts and engineering for further review. Ts discussed possible root case after review of images associated with the most recent follow up. Evaluation by engineering confirmed that two manual shock impedance tests taken using the rv coil to can vector showed shock impedance measurements which were out of range. Additional information provided noted that a revision procedure will take place tomorrow and ts will assist the caller during the revision over the phone. Upon additional information this investigation will be updated.

Manufacturer narrative:
(B)(4). A revision took place. The right ventricular (rv) lead was tested with a pacing system analyzer (psa) and showed pacing impedance measurements which were high out of range. A loss of capture was also noted at high output thresholds. The physician surgically abandoned the rv lead and implanted a new lead on the right side. The device remained implanted with the right atrial port plugged due to an elective downgrade of the system to vvi backup pacing and defibrillation. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.